Event description:
It was reported that a care giver observed a hole in the cassette near the patient line of a homechoice cassette. The home patient (hp) was not connected at the time. This was discovered during setup for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual and microscopic inspection was performed revealing a damaged patient line tubing near the connector (damage is on the surface of tubing, not a functional defect). Functional fluid pressure testing was performed (leak testing, clamp function test, clear passage test, and device-device interaction testing) resulting in no issues. A short simulated therapy was performed. The device did not meet product specification due a visual defect. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.